Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued alert 38 for a motor stall, with consecutive stalled motor alerts occurring after a supply change; the user reported following proper supply change steps, completed a successful dry run previously, and was advised to perform another dry run and supply change, which they elected to complete independently. Symptoms included no reported injury. Outcomes included no medical intervention or hospitalization. Investigation included user education on troubleshooting steps and recommendation to repeat a dry run and replace supplies. Investigation of this case revealed that a prior successful dry run indicated device function and suggested the supplies as the likely source of the motor stall alerts; reported lot numbers included connector 35442, cartridge 35406, and inset infusion set 6010493. It was concluded, based on previously established findings for similar reports, that the cause was supply-related occlusion or resistance leading to motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.